Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation of the air and water leakage from the tip was not confirmed. This was due to a pinhole on the channel tube, which leads to water tightness being lost. However, the forceps channel was observed to be shaved. This was due to physical stress. Additionally, the following event were also identified, and are as follows: (a.) Due to a pinhole on universal cord, water tightness is lost, (b.) Adhesive on bending section cover (a-rubber) had a chip, (c.) The connecting tube had a wrinkle, (d.) The universal cord had a wrinkle, (e.) The universal cord had a scratch, (f.) Due to wear of angle wire, bending angle in the upward direction did not meet the standard value, (g.) Due to damage on channel-tube, channel cleaning brush could not be inserted smoothly, (h.) Due to damage on the channel-tube, the forceps cannot be inserted smoothly, (I.) The light guide cover glass had a scratch, (j.) The video connector case had a scratch, (k.) The video connector had a scratch, (l.) The video cable had a wrinkle, (m.) The video cable had a scratch, (n.) The video cable had a dent, (o.) The light guide connector had a scratch, (p.) The switch box had a scratch, (q.) The angulation lever had a scratch, (r.) The forceps elevator lever had a scratch, (s.) The grip had a scratch, (t.) And the control unit had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "caution. ¿ do not coil the insertion tube, universal cord, or video cable into a diameter of less than 10 cm. Equipment damage can result. ¿ do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break leading to fluid invasion into the endoscope. ¿ make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing or pulling them with excessive force can break the switches and/or may cause water leaks. ¿ do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the visera cysto-nephro videoscope experienced air and water leakage from the distal end. It was unknown when the event occurred. There was no patient involvement, therefore, was no report of patient or user harm associated with the event. Subsequently the device was returned for evaluation, and it was discovered that the forceps plug mouthpiece stopper cap was scraped. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.